Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; however a specific value was not provided. Customer used a manual dose injection (mdi) to address bg level and continued to use mdi as backup insulin therapy. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.